Event description:
Tubing kit for optia tpe (therapeutic plasma exchange) malfunctioned during procedure; loud bang heard, white upper plastic brace housing noted to be shredded. Procedure aborted and new tubing kit set up. Patient did not receive rinseback; approximately 195 ccs of wb not returned to patient.